Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4) ubd: 15-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving hydromorphone (30 mg/ml at 7.76 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was today ((B)(6) 2021) for a routine pump replacement.  When the pocket was opened up it was discovered that the pump had been flipping and the catheter was "twisted up so many times it had separated in the pump pocket." It was noted that the patient was deemed to be a high risk to put in a new catheter so they elected to just take it all out and not replace the pump or catheter. The patient was an anesthesia risk 3 per the surgeon.

Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheter identified the catheter body had significant twisting that may have affected infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot/serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the flipped pump was not able to be determined. It was reported that the explanted device was discarded of.